Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even inthe absence of any evidence of physical harm or necessity for intervention.

Event description:
Dexcom technical support reached out to patient on (B)(6) 2013 to collect further information about a sensor event. Patient reported that upon sensor removal the sensor had remained inside his skin at the insertion site which patient proceeded to pull out with his own fingers. At the time of call of dexcom technical support patient was feeling well.